Manufacturer narrative:
Continuation of d10: product type: 0674-peripheral pta balloons. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat a 3mm plaque lesion in the mid posterior tibial artery, a pinhole burst was observed from the pacific plus percutaneous transluminal angioplasty balloon during the first dilation at 8atms. Artery diameter reported as 3mm. Embolic protection was not used. A medtronic inflation device was used for balloon inflation. A second pacific plus pta balloon was attempted to be used but a balloon rupture occurred during the first dilation when the rated pressure was reached. No resistance was encountered when advancing the devices. All fragments of the balloons were retrieved. A third pacific plus pta balloon was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the device was received with the balloon in a post-inflated state, a 20ml water filled syringe was used to flush the device and a steady stream of water was observed exiting the tip. A visual inspection of the device found that the outer shaft was kinked beside the strain relief, an indeflator was used to inflate the balloon but the device would not hold pressure, and a leak was found at the kink site on the outer shaft medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.